Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 244mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.